Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528535 snowden pencer 35w skin stapler (B)(4) was received used, opened without original package, lot # was not confirmed. All device components look well assembled. During functional testing the device worked properly, therefore the failure mode stuck in stapler as reported was not able to be duplicated. No corrective action is required at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the staplers jammed halfway while the doctor was using it. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product snowden pencer 35w skin stapler 6/box, lot #01d1200045 investigation did not show issues related to complaint. The manufacturer will continue to monitor and trend related events.